Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site. The sample was not properly centrifuged. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The customer checked the analyzer, but no abnormalities were found. Inadequate sample centrifugation was suspected. The customer did not perform quality control testing on the date of the event. The investigation is ongoing. H3 other text : na.

Event description:
There was an allegation of a questionable hcg result from the cobas e411 disk analyzer. The initial result was greater than the measuring range of the analyzer. The result with a 1:20 dilution was 31.65 miu/ml. The repeat result with a 1:20 dilution was 6967 miu/ml. The result with a 1:10 dilution was 11385 miu/ml. The customer reported the result of 6967miu/ml as the final result. On (B)(6) 2023, the customer rechecked the same sample the result with a 1:5 dilution was 3279 miu/ml, the result with a 1:10 dilution was <1 miu/ml, and the result with a 1:20 dilution was 9384 miu/ml. A second test with the original dilution had a result greater than the measuring range. The results at a 1:10 dilution were 7988 miu/ml and 10831 miu/ml. The customer tested the sample on a cobas e601 instrument and the result was 11380 niu/ml. The reagent lot number was 643770. The expiration date was requested but was not provided.